Event description:
The manufacturer received information alleging an issue related to a everflo device's thermal event. The manufacturer received information alleging that the ac power plug is burnt. There was no serious patient harm or injury. The patient required no medical intervention. The device has returned to the third-party service center for device evaluation. During the evaluation, it is found that spring kit is rusty, sieves are clogged, and power cord is damaged. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.